Event description:
It was reported that the atrial lead had not been working for some time; no specific anomaly was reported. The lead was capped and replaced. The patient was stable during and after the procedure.